Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.

Manufacturer narrative:
Follow-up # 1 (05/11/2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) (B)(4) alleging that the patient's onetouch ping meter powers off during use. The following complaint was classified based on information obtained from the customer service representative (csr). The patient's mother alleged that the issue began on (B)(6) 2011 at 5:30pm. According to the csrs' documentation, the patient's diabetes is manages with novo rapid insulin (self adjuster) and typically the patient's mother would administers the insulin approximately 10 minutes before eating; however, as a result of the alleged issue, the patient consumed her dinner prior to taking her insulin. The patient's mother denied the patient developed any symptoms as a result of the alleged meter issue. Approximately 15 to 20 minutes after the reported issue began, the patient's mother stated the patient obtained a blood glucose result of "4.5 mmol/l" with a secondary/backup meter and at the same time afterwards, administered 0.3 units of insulin as self-treatment. During troubleshooting, the csr noted that the subject meter's batteries were recently replaced per owner's booklet recommendation. The patient's mother denied any trauma to the subject meter. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient did not suffer from any serious injuries and did not receive any form of medical intervention. However, this complaint is being reported because the alleged issue remains unresolved.